Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion occurred. A versacross connect laac access solution was selected for left atrial appendage closure (laac) procedure. Patient had severe scoliosis had severe scoliosis and was on eliquis medication. The patient was found to have an effusion in post procedure following watchman procedure. A pericardiocentesis was initiated in the cath lab and 200ml fluid was drained. In the physicians opinion, it was uncertain whether transseptal device or device recaptures contributed to the patient complication. Initially, the wire did not advance to left atrium during transseptal puncture. A small trace effusion was noted, possibly related to transseptal puncture. There was no evidence of tamponade and perforation site was identified. Patient was admitted to hospital beyond standard of care and expected to fully recover. Patient has been hospitalized and expected to fully recover.